Event description:
Per the clinic, during initial implantation on (B)(6) 2025; tip foldover was detected in the cochlea. Intra-op testing was conducted before and after closing the incision and revealed abnormal measurements including an open circuit. Multiple reinsertion attempted, however, the tip foldover remained. Subsequently, the device was explanted on (B)(6) 2025; and the patient was reimplanted with another cochlear device during the same surgery.